Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial left tka, the female patient had a revision as there was obvious wear on the surface of the poly liner, also, during the check-up prior to revision surgery, the patient¿s bone scan showed red spots on patella. Patient had swollen knee and anterior pain. Patient was revise to a crc liner. There was no breakage of device or surgical delay/prolongation reported. Patient was last known to be in stable condition following the event. X-rays and photos received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of increased posterior loading, possibly from excess slope or instability, and/or third body wear which led to wear of the polyethylene insert. Additionally, this insert was packaged in a non-conforming vacuum bag for more than five years, which may have contributed to the observed wear. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.